Event description:
It was initially reported that during a shift check, the backlight of the autopulse® lcd panel was not illuminating. No patient involvement was reported. The autopulse platform was subsequently returned to zoll (B)(4) for investigation. During investigation, it was observed that the autopulse platform was not functioning properly and the pca was at fault. This is considered to be a reportable malfunction.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows that the platform was not functioning properly. The physical damage found during visual inspection confirmed the reported complaint that the backlight of the autopulse® lcd panel was not illuminating. A review of the autopulse archive was not performed at zoll (B)(4) because the archive data was not available. Functional testing was performed and the reported issue that the backlight of the autopulse® lcd panel was not illuminating, was reproduced. It was found that the pca was at fault. Based on the investigation, the part identified for replacement was the pca. In summary, the reported complaint was confirmed during visual inspection and functional testing. The fault was found to be due to the pca. Upon replacement of the pca, the platform was re-evaluated through functional testing and the passed all testing criteria.